Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set patch did not stick upon insertion issue on (B)(6) 2026. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.